Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. New information was received that this lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific crm received information that this right ventricular lead had increased threshold measurements that resulted in loss of capture. The output was increased and capture was confirmed. New information was received that this lead was surgically abandoned at the same time as the device was replaced for normal battery depletion.